Manufacturer narrative:
(B)(4). Broken advancer. The analysis results found that the el5ml device was received with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In order to evaluate the condition of the internal components, the device was disassembled and no anomalies were found. Upon disassembling 4 clips were found in clip track. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap unknown procedure, the firing force was higher than expected and the trigger could not be grasped. Another device was used to complete the case. There were no adverse consequences to the patient.